Event description:
It was reported that the patient was experiencing ineffective therapy. Further investigation revealed migration of one lead. As a result, surgical intervention was undertaken on 03 november 2023 where the lead was replaced to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, batch: ab2336, UDI: (B)(4).

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.